Event description:
According to the event report: reload for power stapler would not open completely. Another reload of the same lot number tried with the same results. Reload with a different number tried and worked. Instrument was not in the pt therefore no injury occurred. Reloads removed from circulation.